Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on the aviva system and 226 mg/dl on professional's device within 10 mins. Customer was treated with insulin based on blood glucose result of 226 mg/dl. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.